Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq5074 pta balloon dilatation catheter allegedly experienced peeling and unraveled material. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed for peeled/delaminated and removed code unraveled as material unraveled is covered under peeling code. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10:g4. H11: h6 (device code - 1664 - removed). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified peeling and unraveled material. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq5074 pta balloon dilatation catheter allegedly experienced peeling and unraveled material. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not provided.